Manufacturer narrative:
H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. The event history log was unable to be reviewed as the product was not returned.

Event description:
It was reported that the pump had alarmed occlusion while attached to the patient. The tubing and port were checked, and no issues had been found. The pharmacy had replaced the tubing, but the occlusion persisted. The patient¿s port needle was then changed, yet the occlusion continued. Subsequently, the pharmacy had replaced the cadd pump, and infusion proceeded without any problems. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.